Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. There was no motor error or excessive no delivery alarm noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and broken belt clip slot.

Event description:
It was reported the customer had a no delivery alarm. While attempting to change their infusion set, the customer also received a motor error alarm. The customer's blood glucose was unknown. The customer also stated the motor error alarmed occurred during a basal delivery. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.